Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 318 mg/dl. The customer did not experienced any symptoms due to high blood glucose. The customer treated high blood glucose with manual injection. The insulin pump was not on auto mode at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed, and the customer will continue to use the device. No further patient complications were reported.